Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils. During the procedure, the ruby coil unintentionally detached within the microcatheter while navigating to the gda. The microcatheter was removed with the detached ruby coil inside of it. A new coil was used and the procedure continued successfully. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.